Event description:
The following information found on a search of the maude database on (B)(6) 2013 for the period on (B)(6) 2011 through on (B)(6) 2013. This information was submitted as a MDR to the FDA on (B)(6) 2012 as amo MDR # 3004537773-2012-00007.

Manufacturer narrative:
No additional information available at this time. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.